Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's blood glucose was low (value not provided). Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.